Event description:
The customer stated that she was hospitalized for low blood glucose levels with a reading of 42 mg/dl. The customer stated that she hit a wall and was convulsing before the paramedics arrived. Troubleshooting was performed and the insulin pump was programmed correctly. The customer was not connected to the infusion set during the manual prime. The insulin pump passed the displacement and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.